Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice: draining slowly messages during multiple drain phases of treatment. The patient also had an issue with fluid leaking. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient reported they did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. Upon follow-up, the patient stated they did not complete treatment using manuals on the night of the reported event. The patient received a cycler replacement and resumed treatment using the cycler on (B)(6) 2024 without further issue. The patient stated they did not have an issue with a fluid leak during treatment on (B)(6) 2024 but had previously found fluid in the cassette area and underneath the cycler after treatment was completed earlier this month. The patient was unable to provide an exact date of the fluid leak event. The patient stated they had last seen their peritoneal dialysis registered nurse (pdrn) on monday (B)(6) 2024. The patient stated they did not complete treatment using manuals on the night of the reported event and has received a cycler replacement and resumed treatment using the cycler on (B)(6) 2024 without further issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice: draining slowly messages during multiple drain phases of treatment. The patient also had an issue with fluid leaking. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient reported they did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. Upon follow-up, the patient stated they did not complete treatment using manuals on the night of the reported event. The patient received a cycler replacement and resumed treatment using the cycler on (B)(6) 2024 without further issue. The patient stated they did not have an issue with a fluid leak during treatment on (B)(6) 2024 but had previously found fluid in the cassette area and underneath the cycler after treatment was completed earlier this month. The patient was unable to provide an exact date of the fluid leak event. The patient stated they had last seen their peritoneal dialysis registered nurse (pdrn) on monday ((B)(6)2024). The patient stated they did not complete treatment using manuals on the night of the reported event and has received a cycler replacement and resumed treatment using the cycler on (B)(6)2024 without further issue.